Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that prior to MRI scan ipg was set to MRI mode. During MRI scan, patient reported experiencing uncomfortable heating sensations at ipg site. It was also noted that there was a burning sensation at the lead site as well. The ipg was taken out of MRI mode and burning sensation at the ipg site resolved; however, it continued at the lead site. It was later noted that patient is doing better now.

Manufacturer narrative:
Correction: b1 ¿ type of report should have been product problem not adverse event.